Event description:
Steris sales rep received a call from manager that in 2005, the unit caught on fire while not in use. They had to evacuate the facility and 2 employees suffered smoke inhalation. They were both treated and released.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a/ "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.